Manufacturer narrative:
The set and 3 companion sets were returned for evaluation. The sets were visually inspected nd no failures were found. The sets were simulated use tested and all passed. No leaks were found in any of the testing. The failure could not be replicated. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. In addition the complaint database was queried and no additional complaints with the same failure mode have been received from this lot. The product involved was manufactured within specifications.

Event description:
A peritoneal dialysis patient's contact reported the set was found to be leaking during treatment. During follow up the patient's contact reported the cassette had been leaking fluid. The set was made available for evaluation. There was no adverse event associated with the leak event.